Event description:
It was reported that patient presented in clinic for routine device check. It was noted that implantable cardiac defibrillator (ICD) exhibited post sensed t wave over-sensing. Programming changes were made. Patient condition was stable.